Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the submental area presented with second degree burn post treatment.